Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer on (B)(4) 2011. No instrument fault(s) was identified, and the results for all performance tests were satisfactory. The logs show that configuration of the reagent stations, reagent change thresholds, final reagent thresholds, the reagent threshold checks enabled and configuration of the protocol used to process tissue samples exhibiting sub-optimal processing differ from the MFR recommendations. The differences identified were not considered to have either caused or contributed to the sub-optimal processing reported. The logs show two instances in which bottle 10 (ethanol) was out of contact with the associated bottle presence sensor for less than one (1) minute, which is insufficient time to complete the manual reagent replacement process. The user then incorrectly selected the <changed> option from the dialog box displayed, and affirmed that the default concentration of 100% was to be applied. The actual ethanol concentration remained as 56.15%. The peloris user manual states that the <changed> option should selected only when the contents of a reagent bottle have been replaced. Bottle 10 was then for the final dehydrant step in the protocol from which sub-optimal processing was identified. The minimum required concentration for this step is 98%, and the consequences are re-introduction of water into the tissue which is not displaced in subsequent steps and reagent contamination, ultimately resulting in the sub-optimal processing reported.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hosp regarding sub-optimal processing resulting in dry, brittle tissue from a one (1) hour protocol comprising 60 cassettes, which commenced and completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). Leica microsystems was advised on (B)(6) 2011 that ten (10) gi biopsies required re-collection due to over-processing artefact.